Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a signal loss while using an ilet paired with a dexcom g7 that led to a temporary stop in insulin delivery, resulting in a reported glucose peak of 240 mg/dl; insulin delivery resumed and the system began correction once communication was restored. The user experienced hyperglycemia with no associated symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized as intermittent communication failure, with involvement of the electrical and magnetic communication pathway including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.